Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the duodenum to treat a stenosis due to cancer during a gastroenteroanastomosis procedure performed on (B)(6) 2025. During the procedure, deployment of the stent was attempted, but the stent hub was very difficult to pull up and would not lock into place. After several attempts, the lock was heard, but the stent did not deploy. The physician decided to insert the guidewire and change to another axios stent, but it was not possible to insert the guidewire. The physician then attempted to resolve the issue using the original axios stent, and although there was difficulty in deploying the stent, which resulted in a prolonged procedure, the stent was fully deployed, and the procedure was completed. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastroentero anastomosis procedure to treat a stenosis in the duodenum. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastroentero anastomosis procedure.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6); reported here as it exceeded character limit for the designated field. Block h6: imdrf device code a150203 captures the reportable event of stent difficult to deploy for gastroenteroanastomosis procedure.

Manufacturer narrative:
Block e1: initial reporter city:(B)(6) ; reported here as it exceeded character limit for the designated field. Block h6: imdrf device code a150203 captures the reportable event of stent difficult to deploy for gastroenteroanastomosis procedure. Block h11: an axios electrocautery enhanced delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device revealed that the inner sheath was kinked. During functional inspection, the delivery system was loaded with a guidewire, which exited at the tip of the nosecone as expected. A media inspection was conducted on a photography provided by the complainant, showing the delivery system with the hub in position 2. However, the stent was not observed. No other issues were noted with the delivery system. Product analysis could not confirm the reported events of stent difficult to deploy and device difficult to advance guidewire as the delivery system passed the functional inspection. The investigation concluded that the additional observed damage of inner sheath kinked was likely due to factors encountered during the procedure such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Due to the lack of evidence and without proper evaluation of the stent, cause not established is selected as the most probable root cause of the reported events. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be used in a gastroentero anastomosis procedure to treat a stenosis in the duodenum. The IFU states, "the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed for gastroentero anastomosis procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the duodenum to treat a stenosis due to cancer during a gastroenteroanastomosis procedure performed on (B)(6) 2025. During the procedure, deployment of the stent was attempted, but the stent hub was very difficult to pull up and would not lock into place. After several attempts, the lock was heard, but the stent did not deploy. The physician decided to insert the guidewire and change to another axios stent, but it was not possible to insert the guidewire. The physician then attempted to resolve the issue using the original axios stent, and although there was difficulty in deploying the stent, which resulted in a prolonged procedure, the stent was fully deployed, and the procedure was completed. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastroentero anastomosis procedure to treat a stenosis in the duodenum. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastroentero anastomosis procedure.